Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter did not work and the aspiration was functional during the vitrectomy procedure. The product was replaced and procedure completed with no patient harm. A sample has been returned awaiting evaluation.

Manufacturer narrative:
A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One probe sample was returned for evaluation. The sample was visually inspected and deemed to be nonconforming. The cutter is stuck in the port. Actuation and aspiration test was performed and deemed nonconforming, with a low aspiration flow. A cut test was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 5 to 10 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. There are a few wear marks at the bend area of the inner cutter. Both the actuation and aspiration performance were retested after the probe was disassembled and both tests were then deemed conforming. The complaint evaluation does not confirm the probe had a cut performance issue. The cut testing met specification. The evaluation does indicate the probe had an actuation and aspiration performance issue. The root cause for the actuation and aspiration non-conformances were due to the cutter being stuck in the port. Retesting with a conforming aspiration and actuation result after the probe was disassembled confirms the stuck inner cutter as the reason for the nonconformance performance results. The reason on when and how this interference condition of the cutter occurred cannot be determined from this evaluation. The most likely reason for the stuck condition of the cutter is from it becoming damage and bent at the beginning of the probe use. (B)(4).